Manufacturer narrative:
A philips remote service engineer (rse) spoke to the nurse supervisor. The nurse supervisor indicated that the problem had been resolved, but did not provided further information. Additional attempts to obtain information were unsuccessful. Based on the information available conducted we were unable to replicate the reported problem. However, a failure could not be ruled out. The cause of the reported problem was not confirmed, as the issue was resolved without philips service. The device was operational, per the nurse supervisor; how the issue was resolved was unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that rhythm data is missing at the pic ix in the morning. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.